Event description:
It was reported that the pt's family member noticed a significant decrease in pt's speech understanding. The quality of the pt's speech was also reported be muffled. Telemetry testing confirmed, that the pt's implant had malfunctioned.